Manufacturer narrative:
(B)(4). Evaluation results: paralysis endoleak. Pre-existing condition with dic, previously replaced aortic arch, cancer patient.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 50 mm diameter x 100 mm long thoraco-abdominal aneurysm. The proximal thoracic neck was 25 mm in diameter and distal thoracic neck 30 mm in diameter. The patient has a history of dic syndrome and replacement of the aortic arch with an artificial blood vessel. Because the patient has dic, the stent graft was not connected to the artificial blood vessel during implant. No endoleaks were observed during the procedure, and the procedure was completed successfully. A type 3 endoleak was detected on a post-operative CT (B)(4) (see MFR #2953200-2010-01658); however, it is unknown if intervention was performed. The type 3 endoleak had disappeared during follow-up. Furthermore, the patient had paraplegia in both legs on an unknown date (see MFR #2953200-2010-01659). Additionally, the patient has diminished renal function, and cannot have CT angiography; as the creatinine value is 4. The patient's condition also described as having an encephalopathic state. For dic, the values of fdp and d-dimmer are still higher than the standard value. The physician suspects that dic is coming from the thoraco-abdominal aneurysm. The physician expects the dic to resolve as the type 3 endoleak resolved. No additional clinical sequelae were reported. Please note that the (B)(4) is not approved in the united states; however, it is similar to the tf2828c116ct and the tf2828c116x which are approved in the united states.